Event description:
The user received questionable vitamin b12 results from the cobas e601 analyzer serial number (B)(4). All results are in pmol/l. From (B)(6) 2010, patient sample 1 results were 145 and 917. From (B)(6) 2010, patient sample 2 results were 294 and 53. Patient sample 3 results were 306 and 38. Patient sample 4 results were 100 and 29. Patient sample 5 results were 162 and 76. From (B)(6) 2010, patient sample 6 results were 195 and 50. Patient sample 7 results were 372 and 87. Patient sample 8 results were 206 and 22. Patient sample 9 results were 160 and 29. Patient sample 10 results were 286 and 45. Patient sample 11 results were 299 and 63. Patient sample 12 results were 261 and 54. Patient sample 13 results were 361 and 22. From (B)(6) 2010, patient sample 14 results were 228 and 45. From (B)(6) 2010, patient sample 15 results were 681 and 22. From (B)(6) 2011, patient sample 16 results were 22, 22 and 274. From (B)(6) 2011, patient sample 17 results were 83 and 474. From (B)(6) 2011, patient sample 18 results were 22, 102 and 261 . Sample 19 results were 22 and 265. Information was provided for one patient tested on an unknown date. The initial result was 22 and was reported outside the laboratory. The patient received an injection of b12 vitamin due to the result. At a later date, a new sample from the patient was received and the vitamin b12 result was over 1000. The doctor then requested the original sample be retested and the result was around 300. No adverse events were alleged regarding the event. The field service representative checked the gearpump pressure, cleaned the reagent flow path, replaced the syringe assembly and performed an air purge.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. General preanalytic issues such as an insufficient pipetted sample volume caused by foam and air bubbles on the sample surface are likely. A medical risk due to false negative vitamin b12 results is low because in case of overdosed supplement, vitamin b12 is eliminated. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).